Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in 455 cassettes. The complainant advised that the affected tissue samples, which were very soft and could not be embedded, had a strong odour of xylene. The complainant also advised that 250 cassettes required re-processing. On (B)(4) 2014, a leica field service engineer (fse) had attended the laboratory to provide assistance with a problem being experienced with the remote fill and drain function. The fse had filled bottles 4, 5 and 7 with water in order to complete testing of the remote fill and drain function. The fse could not replace the water in bottles 4, 5 and 7 prior to leaving the laboratory because there was insufficient reagent available to complete this action; and had advised laboratory staff that the reagent in all bottles designated for ethanol must be replaced prior to using the instrument to process any patient samples. On (B)(4) 2014, a leica fse attended the laboratory in response to this complaint. The fse reviewed the instrument logs and found that the reagent in bottles 9 (ethanol) and 10 (ethanol) only had been replaced by the laboratory on (B)(6) 2014.

Manufacturer narrative:
The sub-optimal tissue processing reported by the complainant was derived from the "routine 8hr" protocol started in retort b at 22:38 pm on (B)(4) 2014 and the "routine 8hr" protocol started in retort a at 22:58 pm on (B)(4) 2014. Review of the reagents used for these protocols shows that the reagent in bottles 4, 5 and 7 was used for the first, second and final of six dehydration steps respectively in both protocols. As the contents of bottles 4, 5 and 7 had not been replaced per instructions from the fse on (B)(4) 2014 following the completion of testing undertaken in association with a problem being experienced with the remote fill and drain function, water remained in these bottles. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at less than the minimum required concn. For the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent wax infiltration steps; and contamination of the wax used in resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "routine 8hr" protocol started in retort b at 22:38 pm on (B)(4) 2014 and the "routine 8hr" protocol started in retort a at 14:00 pm on (B)(4) 2014. Specifically, as the contents all bottles designated for ethanol had not been replaced per the fse instruction on (B)(4) 2014, bottles 4,5 and 7 contained water.